Event description:
Defibrillator (ICD) was emitting beep tones. The ICD was removed and replaced.

Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was emitting beep tones. The ICD was removed and replaced.